Manufacturer narrative:
The actual product involved w/the incident reported will not be returned. Prolonged time of wound's healing. The actual device will not be returned. No product evaluation can be performed. W/out the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Two device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Wound healing reaction, is a known risk w/any suture material. The most probable root cause for post operative prolonged time of wound's healing reaction can not be determined w/certainty w/out the info provided and w/out reviewing the actual device involved or reviewing or testing sterile samples from the same finished goods lot. (B)(4). Item #sxpd2b411 stratafix spiral pdo knotless tissue control device and 2mh #1 pdo 30 x 30, lot unk.

Event description:
It was reported: prolonged time of wound's healing; required secondary intervention". (B)(4).